Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/17/2021 h.6. Investigation: ten 2000e-04 samples from lot 20106363 were received for investigation inside the sealed packages. Additionally, a gravity set from fresenius kabi (ref m46442900s, lot 84092181) was received in sealed packaging to assist the investigation. A visual inspection of the 2000e-04 samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the samples to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from bd stock and flushed with fluid; no occlusion or flow restriction was identified during testing. Additional testing was performed by connecting the received fresenius kabi set to each smartsite received and flushing with fluid; the connection was found to be secured and no occlusion or flow resistance was identified during testing. A review of the production records for lot 20106363 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that smartsite needle-free connector had a loose connection. The following information was provided by the initial reporter: the port often requires recurrent manipulation of giving set / syringe to actually become patent. Multiple staff have noticed on multiple occasions for the last few weeks. The lot number currently in use is (10) 20106363 but like I say this has been used for a period of time so may run over multiple batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smartsite needle-free connector had a loose connection. The following information was provided by the initial reporter: the port often requires recurrent manipulation of giving set / syringe to actually become patent. Multiple staff have noticed on multiple occasions for the last few weeks. The lot number currently in use is (10) 20106363 but like I say this has been used for a period of time so may run over multiple batches.